Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal follow-up, multiple episodes of non-sustained rv oversensing due to myopotential oversensing were observed. The oversensing was able to be reproduced with coughing. Programming changes were made. The patient will continue to be monitored with routine follow-up.